Event description:
The customer reported that about 5 months ago during a tonsillectomy procedure, the pencil was laid at the corner of the pt's mouth and a burn occurred. The injury was described as redness to left corner of mouth. Operating room director reported the burn was 2nd degree. It was treated with ointment. The pt was seen by a pediatrician and recovered with no further treatment.

Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under eval. When the device eval is complete, a f/u report will be submitted.